Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) checked the system onsite and confirmed that there was no signal on the flexvision monitor. Upon troubleshooting, fse found that the flexvision pc was not starting. To resolve this issue, fse replaced sata cable for flexvision pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, there was no signal on the flexvision monitor. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.